Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company sales representative to our local affiliate ((B)(4)). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra) therapy, dosage, therapy date, indication nos. Relevant medical history and concomitant medication was not reported. The pt developed inflammation and induration in her right cheekbone that persisted after thirteen days of the poly-l-lactic acid injection. She received streptokinase and amoxicillin as corrective treatment. The pt did not have any previous similar event after treatment with other products. The pt did not have any similar events after poly-l-lactic acid treatment. Event outcome is ongoing. Reporter's causality: not specified. Addendum for follow-up info received on (B)(6) 2008: (B)(4).